Event description:
It was reported by repair work order that the bassinet had a broken caster. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.